Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.

Event description:
It was reported that the patient¿s freestyle libre 3 plus sensor produced scan errors in the ilet mobile app prompting ¿connect cgm or enter bg for bg run mode,¿ while the sensor remained paired to the libre app; troubleshooting confirmed the sensor was in use by another device, and education was provided on single-device connectivity and temporary bg run mode. The user reported a fingerstick blood glucose peak of 314 mg/dl, without associated clinical signs or conditions. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem due to improper or incorrect procedure in using the sensor with more than one application, with no applicable internal ilet component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended use error and incorrect pairing procedure.